Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011, and reported an alleged blood spill on the orthopat perioperative autotransfusion system during the removal of the disk after the procedure. No pt injury was reported. No operator injury was reported. The device was returned to haemonetics for eval on june 28, 2011. The eval found evidence of fluid ingress. As described, it could not be confirmed whether the spill was from the recent event. The fluid ingress resulted in electronic failure due to short circuit. There was no evidence of smoke, fire, electrical arcing, sparking, carbonization, burning smell. It could not be determined whether the spill bag had been deployed.

Event description:
A customer contacted haemonetics on (B)(6) 2011 and reported an alleged blood spill on the orthopat perioperative autotransfusion system during the removal of the disk after the procedure. No pt injury was reported. No operator injury was reported.